Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown liner lot# unknown, item# unknown unknown head lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001822565-2019-02288, head: 0001822565 -2019 -02159 -1. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: malposition of acetabular cup with vertical position, likely predisposing to dislocation. There was superior dislocation of the femoral head. Possible fracture along intertrochanteric region. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient suffered a dislocation and was considering revision surgery. Attempts were made to obtain additional information; however none was available.